Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the (B) (4) trial. Minor ipsilateral ischemic stroke reported. Study subject awoke on (B) (6) 2010 with vision disturbance in the right eye. In the emergency room, his nihss was 0. The patient was heparinized and admitted. Over next 48 hours, his vision improved. The patient was discharged on (B) (6) 2010, but has not yet recovered.